Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. Patient was using tonic settings only. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.